Event description:
It was reported, the patient did not charge the ipg as recommended and the ipg was depleted. The physician explanted and replaced the ipg with a different model, which resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.